Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not turn on. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. The proximate cause of the customer reported issue was due to manufacturing issue of the keypad. A review of the device history record for sn (B)(6) was performed from date of manufacture (B)(4)2013 to the present date (B)(4)2020 and confirmed that this device was previously returned for servicing 3 times and there were no production failures indicated on the source device.

Event description:
It was reported that the device would not turn on. There was no patient involvement.